Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced difficulty flushing the j-tube. On (B)(6) 2021, an x-ray was performed to check the position of the j-tube. The tip of the j-tube was dislocated. On (B)(6) 2021, the patient underwent gastroscopy to reposition the j-tube to the distal duodenum. On (B)(6) 2021, the patient experienced high fever and chills. He was taken to the hospital on (B)(6) 2021 and was diagnosed with aspiration pneumonia. He was admitted to the hospital and treated with antibiotics, the name and route of which were unknown. On (B)(6) 2021, the patient was discharged from the hospital but remained on antibiotics. The fever and chills were recovered.